Manufacturer narrative:
.

Event description:
A report was received that ipg battery was draining and died within 24 hours of charging up to 3 bars. The patient will undergo a revision procedure.

Event description:
A report was received that ipg battery was draining and died within 24 hours of charging up to 3 bars. The patient will undergo a replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Ipg was replaced because it was dead and was not holding a charge. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that ipg battery was draining and died within 24 hours of charging up to 3 bars. The patient will undergo a replacement procedure.